Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Physician was attempting to use in.pact admiral for patient treatment. The device was prepped per IFU. It was reported that a balloon twist occurred. When the balloon was expanded to the nominal pressure, a poor expansion was observed in part of the central part of the dcb. After performing deflation once and slightly changing the device position, expansion was performed again, but the expansion failure at the same site did not improve. No relap tool was used. As a result, the procedure was completed with part of the central portion of the dcb not contacting the vessel wall. No patient injury reported.

Manufacturer narrative:
Additional information a dog-bone/twist was visible within the balloon in the vessel, part of the balloon was not expanded on fluoroscopy and appeared dog-boned. No leak noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.